Event description:
It was reported that the customer was in the hospital after having a heart attack and falling down. It was not known whether or not the customer blood glucose levels contributed to the heart attack. The reported blood glucose levels at the time of the call were greater than 200 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test twice. The insulin pump was out of warranty, and the customer was given her upgrade options. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.